Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was admitted on (B)(6) 2020 due to a driveline infection. On (B)(6) 2020 a I &d of the driveline was performed. Cultures resulted positive for staph aureus. The infection was treated with IV antibiotics. The patient was upgraded on the transplant list due to the driveline infection. On (B)(6) 2020 the patient received a heart transplant. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. Review of the relevant sections of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 26feb2018. No further information was provided. The manufacturer is closing the file on this event